Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that coronary spasm occurred. In (B)(6) 2015, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 32mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x32mm promus premier ¿ drug-eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient had a documented coronary vasospasm during a diagnostic heart catheterization and was hospitalized. The patient was intolerant to nitrates; therefore, amlodipine was increased to 5mg four times a day and diovan/hctz changed to valsartan 80mg four times a day. Two days later, the patient was discharged. In (B)(6) 2015, the event was considered resolved as the patient was pain free.